Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was over 300 mg/dl at the time of incident. The customer stated that they changed the battery and rewound but the compromised force sensor system alarm recurred. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not dropped or bumped prior to the alarm. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The customer stated that back-up plan was unavailable. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump passed displacement test. The insulin pump alarmed motor error during basic occlusion test due to loose /protruded drive support disk. Unable to confirm prime alarms or perform prime test due to motor error alarms. The insulin pump received with cracked case at the display window corner, minor scratches on lcd window, missing and cap sticker and cracked reservoir tube lip.